Event description:
This report was received from (B)(4) and is a spontaneous report from a nurse in the USA of peritonitis in a patient coincident with extraneal viaflex and dianeal unknown therapy for peritoneal dialysis (pd). It was not reported if therapy with extraneal viaflex and dianeal unknown was ongoing. During a call with the baxter customer service, the following information was provided. On an unknown date, the patient developed peritonitis. It was not reported if the patient was hospitalized. The cause of the peritonitis was unknown. Treatment information was not reported. It was unknown if the patient had recovered from the event. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.